Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: prolapsed guide wire requiring medical intervention for removal. Device issue: prolapsed guide wire; difficult to remove. It was reported that the procedure was to treat a lesion in the rca, without tortuosity and only moderate calcification. A distal loop appeared that made the guide wire retrieval impossible. A balloon catheter was advanced and the loop was introduced within the balloon catheter tip, and the entire system was withdrawn as a single unit without any resistance and without further consequences. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The shaping ribbon has separated 9 mm proximal to the tipball. There was 6 mm of tightly wound coils at the tipball and then the coils were stretched for a length of 29.5 cm from the center solder distally to the tightly wound coils. The shaping ribbon was bent 5 mm proximal to the tipball and the coils were collapsed at the same location. The shaping ribbon was kinked 8 mm proximal to the tipball. The edge of the shaping ribbon at the proximal separation edge was corkscrew shaped for a length of 1mm. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron micorscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Although the case details do not describe a guide wire separation, the analysis found that the guide wire shaping ribbon had been fractured. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit, causing the tip to detach. For the guide wire to become damaged due to torsional overload, some portion of the wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, there is no clear cause for over torquing the guide wire although, this may have been related to the difficulties described with the guide wire seen in a "loop." Based on the sem, the root cause appears to be from circumstances during the procedure and not a mfg related quality issue. The lot history record was not reviewed because the product lot number was unk. This MDR is considered closed by the product performance group.